Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number gd893891 was completed, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The actual used devices were not received; however 58 companion devices were received for evaluation. Visual inspection found all of the companion devices to have iodine present. Pressure testing was performed on the pouches of each of the devices and found no leaks. The reported issue could not be confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge, inside an unknown number of minicaps, had dried iodine. This was found prior to use for therapy. The home patient (hp) brought the unused minicaps to the nurse for evaluation. The nurse stated that the iodine could be seen on the sponge, however, stated that the sponge was not completely saturated with iodine. The nurse advised the hp not to use the minicaps. No additional information is available at this time.